Manufacturer narrative:
Additional, changed, and/or corrected data: a2 a6 b5 d6b g2 h6.

Event description:
Healthcare professional later confirmed the reported events. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: - capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure a striated opening and creases were observed. None of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported right side capsular contracture, baker grade iii (confirmed by physician). The device has been explanted.

Event description:
Patient reported right side "capsular contracture baker grade 3". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture baker grade 3" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade 3.